Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the outer sheath of the controller ac adapter was damaged. The ac adapter was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller ac adapter was not returned for evaluation. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the damaged controller ac adapter outer sheath can be attributed, but not limited, to wear and/or to the handling of the device. If information is provided in the future, a supplemental report will be issued.